Event description:
Following a peripheral stent procedure, a vasoseal elite was deployed. The patient had a left heart catheterization with intervention that same morning and the procedural sheaths were left in. The sheaths were exchanged prior to the peripheral stent procedure. The patient left the cath lab with no bleeding or hematoma. Three hours later the patient had a large hematoma with low blood pressure requiring surgery and a blood transfusion. The patient was stable following surgery and no further complications were reported.